Event description:
Surgery for extensive symptomatic fibrocystic breast disease 12/29/82. Rptr received bilateral subcutaneous mastectomies with reconstruction. Now at 11.5 years later she is experiencing the following symptoms: hair loss, painful joints, reccurring pain in breast and armpit areas on both sides, excessively tired, possible device malfunction, defective components.